Event description:
It was reported that the patient received inappropriate atp therapy for a sinus tachycardia due to the morphology scoring that dipped below the programmed value. The device was reprogrammed. The patient was asymptomatic and stable after the event.